Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer had a lot of resistance repositioning the iab at the bedside. Physician stated that he likely kinked the catheter while advancing it. The console generated a sensor failure and no pressure source alarm and the arterial waveform disappeared. The alternate arterial image was achieved by transducing the fluid lumen. Troubleshooting revealed no external kink and that the fluid lumen was patent. There was no reported injury to the patient.